Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a foreign material was noticed. A 5.5-4/4t/90 symmetry¿ balloon catheter was selected to treat the lesion. During preparation, the device was attempted to be inserted onto a 018×150 non bsc guide wire but severe resistance was encountered and the device failed to be inserted. By forcefully pushing the proximal end of the non bsc guide wire, the balloon catheter was able to pass through the lumen. A foreign substance was noted in the lumen. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination revealed that the balloon had been subjected to positive pressure and deflated prior to return. During product analysis, a 0.018in guide wire was inserted through the device without any tangible resistance. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign material was noticed. A 5.5-4/4t/90 symmetry balloon catheter was selected to treat the lesion. During preparation, the device was attempted to be inserted onto a 018x150 non bsc guide wire but severe resistance was encountered and the device failed to be inserted. By forcefully pushing the proximal end of the non bsc guide wire, the balloon catheter was able to pass through the lumen. A foreign substance was noted in the lumen. No patient complications were reported and the patient's status was good.